Event description:
It was reported that the transmitter could not be used, and the light on the patient's transmitter was dim. The issue was traced to a burnt power adapter. The transmitter was replaced. There were no patient consequences.